Manufacturer narrative:
Reported event: an event regarding dislocation of the head from the liner and abnormal ion levels involving a metal head was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: lot specific voluntary recall v40 - recall - 2249697-05/07/2018-003r was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, histopathology reports, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Device not returned.

Event description:
It was reported that the patient's left hip was revised due to elevated ion levels and dislocation of the head from the liner. Intra-operatively, minimal blackening of the head/ trunnion junction and minimal wear were noted. A 36 -5 lfit head and 36mm x3 0° insert were revised to a constrained liner and 22mm metal head.